Event description:
Patient presented with redness/irritation on right arm and right axilla that progressed to an infection from a radiation/electrical burn.what was the original intended procedure?transcatheter ablation for svt.device #1is this a laboratory device or laboratory test?no.